Manufacturer narrative:
The investigation was unable to determine a specific root cause. The customer found a clot in the sample tube after the initial test was performed. The clot being aspirated by the sample probe is the most probable root cause of the event.

Event description:
The customer alleged they received a questionable ferritin gen 4 result for one patient on their c501 analyzer. The patient's initial ferritin result was 1 ng/ml and it was reported outside the laboratory. The customer was uncertain about the initial result and repeated the sample on (B)(6) 2014. The repeat result was 2119 ng/ml accompanied by a data flag. The sample was repeated again and the result was 3240 ng/ml. The repeat results were considered correct. There were no adverse events. The ferritin reagent lot number was 69213801 and the expiration date was 10/31/2015. The field service representative found that the detergent 1 tubing was damaged and leaking from being pinched. He replaced the tubing and the level sensor. Operational and mechanical checks passed. Quality control and patient results were verified with no further errors.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.